Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and thrombosis, as listed in the absorb gt1, instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a percutaneous intervention to treat a proximal left anterior descending (lad) lesion. The patient was not on routine antiplatelet medications before the procedure had no loading dose anti-platelet therapy. Following pre-dilatation, a 3.0x18mm absorb scaffold was implanted and post dilatation was performed without issue. The scaffold was well-apposed to the vessel wall. The patient was discharged from the catheterization lab and back on the hospital floor when he started to experience chest pain within an hour. The patient was transferred back to the cath lab and a scaffold thrombosis was discovered. The thrombosis was successfully treated with balloon angioplasty and stent placement. The event resolved without sequela. There was no additional information.